Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer's blood glucose level at the time of the incident was 152mg/dl. Customer stated that insulin pump would not stop scrolling and had alarmed button error. Customer stated that the clock on the insulin pump did not advance when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with up button unresponsive due to corroded keypad traces. No button error alarm noted. No frozen screen noted. No unexpected numbers ramping/scrolling on their own noted. Time advances properly. No time/clock anomaly noted. The insulin pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.